Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after twenty-five minutes of treatment with a polyflux 190h, the patient experienced chest tightness, shortness of breath and irritability and a drop in blood pressure (74/42 mmhg). Intravenously glucose solution was given immediately. Ten minutes later, the patient¿s blood pressure increased to 97/55mmhg. Following the next five minutes of treatment, the patient¿s consciousness became "blurred", and blood pressure dropped to 82/46mmhg. The treatment was terminated and the patient was given epinephrine (0.5 mg). The patient's symptoms were relieved and blood pressure gradually recovered. No additional information is available.